Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a revision. They thought it was on (B)(6) 2021. Since implant, the neurostimulator did not seem right. They thought it was incision pain, however, the top part of the neurostimulator was tilting out and causing a lot of pain. The pain was not subsiding, so they called their healthcare provider to schedule an appointment. They saw their healthcare provider on (B)(6) 2021, and that was when they scheduled the revision surgery.